Event description:
It was reported that small holes were found within the dressing packing. No patient involvement was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Three duoderm dressings were affected. A separate FDA form 3500a will be submitted for each dressing involved. Reported to the FDA on (B)(6) 2015.

Manufacturer narrative:
Additional information received (B)(4) 2015. The product associated with batch 4k03297, in this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. It could not be determined based on photographs provided if there were small holes in product. Therefore there is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).